Manufacturer narrative:
Radiographic image assessment: scoliosis x-ray (ap and lateral views, t2¿l5 construct) demonstrates both l5 set screws disengaged from the screw tulips, with associated rod disengagement at l5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare professional regarding a patient having who had spinal therapy (t2-l5) due to adolescent idiopathic scoliosis. It was reported that both l5 set caps dissembled / backed out from screw heads. Patient reported pain and revision surgery was performed to explant. There were no further complications reported regarding the event.